Event description:
It was reported that the user experienced hyperglycemia with a fingerstick reading of 256 mg/dl after dinner while using the ilet system, with the user attributing the elevated glucose to higher-than-usual carbohydrate intake despite receiving a usual dinner bolus from the pump. Symptoms included no reported complaints. Outcomes included no alarms, no alerts, no hospitalization, and no medical intervention beyond user education and troubleshooting. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction or component issue identified, and the event was consistent with physiological variability related to meal carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.